Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event onset, the patient was treated with ceftriaxone, cefazolin and vancomycin (dose, route, and frequency were not reported) for peritonitis. Five days after the onset of peritonitis, the patient was hospitalized and diagnosed with sepsis of abdominal origin. On the same day, that patient died at the hospital due to sepsis of abdominal origin. It was unknown if an autopsy was performed. It was not reported if patient had recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.